Event description:
A report was rec'd from (B)(6) stating, at the beginning of the vitrectomy phase of a combined case the doctor mentioned that the cutter was aspirated but not cutting. The nurse had noticed that the vitrectomy cutter was a bit bent and did unbend it prior to give it to the surgeon. There was no injury to the pt.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Should the device or add'l info become available, a supplemental report will be submitted.